Event description:
Report received from an international affiliate of a tubing leak of chemotherapy. The report stated the following: "a leakage occurred at the hub of the IV set (male adaptor) to the catheter. This infusion involved cyclophosphamide, a chemotherapy agent. A pt was connected when this incident occurred but no info is available about this pt. The incident occurred while the medication was infusing via peripheral IV access. The report also states that the rn tightened the connection but it continued to leak at the end of treatment. No consequences were documented but the report mentions the skin of dorsum of the hand was cleansed." Though requested, no additional info was provided.